Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, at the time of centering the intraocular lens and removing the viscoelastic, the doctor noticed a notch on the edge of the lens. The procedure was completed with no reported harm to the patient.

Manufacturer narrative:
A photo was provided of a lens in the eye. A small chipped area is observed, on the edge of the optic. No determination of cause can be made from the photo. Qualified associated products were indicated. The manufacturer internal reference number is: (B)(4).